Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had high pacing impedance values and high capture threshold due to lead fracture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had high pacing impedance values and high capture threshold due to lead fracture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.